Event description:
When preparing for surgical case, surgical tech activated the palacos mixing device by pressing down on the green ampule casing to break the glass ampules. He immediately noted green liquid leaking out of the mixing system and on to the mayo stand. He passed the defective mixer off of the field and was given a new palacos mv 80 mixing system. After preparing the new mixer according to manufacturer's indications, he again activated the mixer by pressing down on the ampule casing. Again, it was noted, green liquid leaking from the mixing device and the mixer was passed off the field. A third mixing device was opened and prepared. Surgeon now attempted to activate the mixer and again green liquid leaked out of the mixer. All three defective mixers were noted to have the same manufacturing date and lot numbers. A mixer from a different lot was requested. The mixer with palacos mv+g cement was opened, activated, and used without complication. No harm to patient, but delay in case start related to above.